Event description:
In response to the question on the ruby study case report form (crf) about whether jada controlled abnormal postpartum uterine bleeding or hemorrhage, the answer was checked "no." The patient was treated with uterine artery embolization (uae) after jada treatment. The subject of this report is a (B)(6) year-old woman, race reported as asian, no prior history of pregnancy and no significant medical history reported. She presented for a scheduled cesarean section (c-section) delivery of a twins at 37.1 weeks. She received oxytocin for (6.5) six- and one-half hours after deliver of the placenta. On admission, her height was noted as 165.1 cm, weight (B)(6), bmi 29.94, and hemoglobin (hgb) 9.7 g/dl. Her hgb at discharge was noted at 9.4 g/dl. She received spinal anesthesia for c-section delivery of two infants, baby a (B)(6) and baby b (B)(6). The subject was noted to have pph related to uterine atony after delivery. The crf noted that "yes" there was lower uterine segment (lus) bleeding involved in this event for the question asking about lus involvement. Prior to the attempt at jada insertion, the patient received misoprostol, txa, and methergine. The patient's cumulative estimated blood loss at the time of jada insertion represented pph, reported at a loss of 1609 ml. Jada was noted to be inserted on (B)(6) 2021 , in the post anesthesia care unit (pacu), 2.45 hours after placenta delivery and the in-dwelling time of jada was noted as 9.35 hours. The total amount of blood collected in the jada canister was noted as 300 ml and estimated blood loss for this event was reported as 1909 ml. The time from vacuum connection to control of abnormal bleeding with jada was reported as "2-5 minutes" for this event, so it seems that initially, jada was thought to be working well. However, the ruby crf stated the patient was transferred to ir on (B)(6) 2021, at 02:54 and remained there until (B)(6) 2021, at 14:53, receiving uterine artery embolization. The crf does not indicate that this subject lost more blood beyond the loss reported at the time of jada use and the evacuated amount into the canister. After jada treatment was initiated, this patient received methergine and 2 units of red blood cells. She received pre-op antibiotics for the scheduled c-section. She was administered invanz postpartum for endometritis.

Manufacturer narrative:
To the questions on the report asking, "did the patient experience a device or procedure related ae?" And "did the patient experience an sae, related or unrelated?", the answers were checked "no". The lot number is not currently available for this event. A request was sent to site for lot number, no response to this request to date. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. Jada was used as a treatment intervention with a patient experiencing pph that uterotonics had failed to stop. The device labeling states the indication for use of jada is "to provide control and treatment of abnormal postpartum uterine bleeding or hemorrhage when conservative management is warranted." Additional warnings provided on the jada labeling state that "failure to improve indicates the need for reassessment and possibly more aggressive treatment and management of pph" and "jada is not a substitute for surgical intervention and fluid resuscitation of life-threatening pph". The serious injury in this case was the medical intervention of uterine artery embolization after jada treatment. This patient was also treated for endometritis postpartum and administered blood products. The patient in this case was experiencing pph. The serious injury listed above of uterine artery embolization is standard treatment for pph. The administration of red blood cells is part of standard treatment for pph. Endometritis is present in this event, diagnosed postpartum. Antibiotics are a standard treatment for endometritis, which is an anticipated event after instrumentation and manipulation of a patient's uterus. In this event, jada was used to control pph that was unsuccessfully treated by several uterotonics. While jada functioned as expected and there is no report of additional blood loss after jada treatment was ended, the decision was made to escalate to an uae. As we are unable to rule out the use of jada in contributing to the need to escalate care to an uae, the need for treatment with blood products, and treatment with antibiotics for postpartum endometritis, we are reporting this as a MDR in an abundance of caution. This report will be amended if we receive additional information regarding this event.